Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Device evaluation: the customer's report for "no power up" was observed and attributed to the digital board. During the evaluation, the root cause was traced to corrupted mcu software on the digital board. Therefore, the mcu software was reinstalled and the digital board was replaced. The device was recertified and returned to the customer. It could not be firmly established how the software became corrupted. Analysis of reports of this type has not identified an increase in trend.